Event description:
A customer reported 4273 hybrid cup transfer z-axis home overrun error on the aia-2000 analyzer while running quality control (qc). The customer powered off and on the analyzer, performed a version up, and performed an all set home command, but the issue remained. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was able to confirm the problem by reviewing the error log. The fse inspected the analyzer and found the hybrid arm pickup mechanism would not adjust as freely. The fse replaced the cup pickup mechanism in the hybrid arm and confirmed proper operation by performing a macro test while the analyzer was in maintenance mode. The fse validated the analyzer by running quality control (qc) with results within acceptable range. The aia-2000 analyzer is operating as expected. No further action required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the search period. The aia-2000 operator's manual under appendix 4: error messages states the following: 4273: hybrid cup transfer z-axis home overrun cause : the home sensor activated improperly after movement of the hybrid cup transfer z-axis. If retry fails, the measurement result will be flagged (mf flag). Solution : contact tosoh service center or local representatives. The most probable cause of the reported event was due to failure of the pick up mechanism in the hybrid arm.